Manufacturer narrative:
(B)(4).

Event description:
I was reported that the patient was presyncopal and presented to the ER after receiving hv therapy. The patient had an episode that was incorrectly diagnosed as svt due to morphology. During this episode, he was light headed and did not feel well. After the shock was delivered patient felt better. Programming changes were made and the issue was resolved. Patient spent few days in the hospital, where he was monitored. The clinic follows him remotely. Patient is fine.